Manufacturer narrative:
During a coil embolization procedure of the (ica) internal carotid artery, the dcs syringe ((B)(4)) could not detach the orbit galaxy coil ((B)(4)) at the green zone, and could not be detached even when the alternative detachment was attempted. The syringe was changed to other new product (same catalog and lot), but the coil could not be detached. When the coil was pulled back in the microcatheter, it was detached. The doctor pushed the coil by using the delivery tube and was able to successfully insert the coil into the target aneurysm. The procedure was completed without patient injury. No damages were noticed on any section of the syringes, and the syringes connected properly with each delivery system hub. After the difficult to detach, the same syringes were not utilized with other coils. After the event, no other damages were noticed on the syringes or delivery system. No further information is available. The vessel was not calcified and not tortuous. Initial evaluation was completed by the r&d team. The orbit delivery tube was visually examined, no obvious anomalies were noted on the gripper area; no coil was attached. The embolic coil was not received for evaluation; as reported, it remains implanted. After confirming that both returned syringes indicate pressure accurately within specification one of the returned syringes was used for subsequent coil testing/analysis. A 0.08 od pin gauge was inserted into the gripper to simulate a coil headpiece. Followed by syringe pressurization to assess purge hole flow characteristics. Sufficient water leakage at the orange zone to create a falling drop; perceived to be larger than expected flow rate. No clear correlation between observed droplet rate and detachment pressure was seen. With pressurization to the blue zone, leakage stopped with appearance of a particle blocking the purge hole. There was no significant pressure decay or purge hole leakage with maintained pressurization at the blue zone. With continued pressurization the pin gauge detached from the gripper just below the green zone. Effluent from detachment captured in a clean vial; the particle was no longer visible in purge hole. Additional analysis of the non-sterile orbit galaxy complex xtrasoft coil 2 x 2 delivery system, which was received by the failure analysis lab coiled inside of a plastic bag, was performed. The purge hole was inspected and no damages or obstruction was noted on it. During the microscopic analysis a particle was noted on the distal end of the gripper, the purge hole was found without damage. The gripper shape is not smooth it presented wave condition on the distal end. This appears to be caused during the initial functional testing. The sem result of the particle seen with initial functional testing by the r&d team found the foreign matter was composed of carbon, oxygen, sodium, chlorine and iodine. It is possible that some of the elements (iodine, sodium, chlorine) detected may have come from contrast media; it is also possible that some of the elements (sodium, chlorine) detected may have come from saline solution. The hypotube was inspected and it was found with several kinks. The introducer was received unzipped without damage. The support coil and gripper were found outside of the introducer. The support coil was found kinked. Neither DHR review nor analysis suggests a relationship of the reported event to the manufacturing process. The cause of the damages found on the device could not be conclusively determined; however these do not appear to be related to the manufacturing process since inspections are in place to prevent these kinds of damages leaving from the facility. Although functional testing of the inability to detach the coil followed by premature detachment as reported could not be performed since the coil ultimately detached and remains implanted, based the analysis of the returned device and functional testing of the returned delivery system, which detached at the green zone with placement of a pin to simulate coil detachment, the root cause of the failure is inconclusive and undetermined. Via the risk management process, an investigation has been opened to further investigate and address complaints of detachment difficulties associated with the orbit galaxy. Action was open to address these two types of complaints in galaxy products.

Event description:
During a coil embolization procedure of the (ica) internal carotid artery, the dcs syringe (635-002) could not detach the orbit galaxy coil (640cx0202) at the green zone, and could not be detached even when the alternative detachment was attempted. The syringe was changed to other new product (same cat/lot, pi1), but the coil could not be detached. When the coil was pulled back in the microcatheter, it was detached. The doctor pushed the coil by using the delivery tube. The doctor could insert the coil into target aneurysm successfully. The procedure was completed without patient injury. No damages were noticed on any section of the syringes, and the syringes connected properly with each delivery system hub. After the difficultly to detach, the same syringes were not utilized with other coils. After the event, no other damages were noticed on the syringes or delivery system. No further information was available. The vessel was not calcified and not tortuous. No information was provided about the patient's gender and age.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.